Manufacturer narrative:
Conclusion: investigation results indicated that cardiac dysrhythmias (i.e. Complete heart block) are known potential adverse events per the IFU. These issues can be resolved with the implant of a permanent pacemaker. Based on the received information, the issue was resolved with permanent pacemaker implantation. The valve remains implanted. This report is being submitted as part of a historic clinical review of adverse events contained within the randomized surgical valve arm of the corevalve us pivotal study.

Event description:
Medtronic received information that eight days post implant of this aortic bioprosthetic valve, the patient was noted to have complete atrio-ventricular (av) block. The physician considered this to be related to the device, and a permanent pacemaker was implanted. One year post-implant of this device, the patient experienced left bundle branch block (lbbb). No treatment was prescribed, and the device remains implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.